Event description:
It was reported pip sz 30 proximal broke during surgery. Add'l info was requested numerous times by integra. .

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.